Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Healthcare professional reported "intracapsular rupture","implant outline is irregular" and "small amount of silicone signal is noted within an axillary lymph node". Device remains implanted. Left side.